Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm during manual prime. Customer's blood glucose was 270 mg/dl. The customer didn't want to troubleshoot because they have gone through troubleshoot 3 times. The customer was advised to do a complete set change as soon as possible. The customer was advised to call when alarm occurs in order to troubleshoot. The customer was advised to change inf set to a different site , using a difference set. The customer was offered to send sample sets but declined.